Event description:
It was reported that the pt dislocated for the 2nd time so the surgeon replaced cemented adm cup, adm liner, and pca head with trident multihole, mdm liner and insert, cup screws, and pca head.

Manufacturer narrative:
The hosp would not release the devices for eval. Add'l info was requested but not provided. Therefore, the root cause of this specific event could not be determined.